Event description:
The parents reported that the patient's performance has decreased over the past several months. It was determined that there are some shorted electrodes. The surgeon recommended implanting the contralateral ear. Surgery is pending the parents' decision to proceed.